Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed for both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing an undisclosed breast surgery and a ruptured breast implant was discovered. As a result, the patient underwent bilateral removal and replacement with allergan implants on (B)(6) 2023. There were no reported patient consequences or procedural delays due to the discovery. The date of implantation was provided to mentor as a best estimate. The date of event was not provided to mentor. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 6606328, sn: (B)(4) and right implant - lot number: 6626519, serial number: (B)(4). Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.